Manufacturer narrative:
One cadd solis vip 2120 pump was returned for analysis with the tamper seal missing and no physical damage to the unit. Accuracy testing performed; testing found that the pump's average delivery error to be within specification. Based on the evidence, the no fault was found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical pump's delivery rate was not consistent. There was no adverse events reported.